Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in a cardiopulmonary arrest patient, but the iab optical sensor was unable to take the arterial pressure. Although attempts were made to connect with the sensor connector it was unable to be calibrated. The iab pump was replaced however arterial pressure was still unreadable. The physician decided to use the monitor kit instead of optical sensor from another line to measure arterial pressure. Three days after insertion the iab was removed and therapy discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The returned sheath was not a maquet product. One kink was observed on the catheter tubing near the y-fitting approximately 73.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 58.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in a cardiopulmonary arrest patient, but the iab optical sensor was unable to take the arterial pressure. Although attempts were made to connect with the sensor connector it was unable to be calibrated. The iab pump was replaced however arterial pressure was still unreadable. The physician decided to use the monitor kit instead of optical sensor from another line to measure arterial pressure. Three days after insertion the iab was removed and therapy discontinued. There was no reported injury to the patient.